Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It is reported that patient learned of the recall from surgeon. Patient completed blood test and MRI. Test results show fluid on th hip and low metal levels. The patient will follow-up with surgeon in six months.

Event description:
It is reported that patient learned of the recall from surgeon. Patient completed blood test and MRI. Test results show fluid on the hip and low metal levels. The patient will follow-up with surgeon in six months. Additional information: plaintiff alleges the right rejuvenate hip implanted on (B)(6) 2010 failed causing pain and elevated metal ion levels. Plaintiff has not yet scheduled revision surgery.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgil and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.